Event description:
The customer stated that the acuity pt monitoring system froze up. This resulted in a temporary loss of centralized pt monitoring. The customer did not provide any pt info.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. During the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device reportedly suddenly stopped operating resulting in the decision to discontinue using the device. The implanted device remains and clinical management of the patient continues.